Event description:
The user facility reported that they had an issue with a tr band during a case a few weeks ago. The staff then utilized another tr band without any issues. The procedure prior to the use of the tr band was a left heart catheterization (lhc). There was no blood loss. There was no patient injury. Additional information was received on 02jul2025: the account stated that the balloon(s) would not maintain pressure. Additional information was received on 21jul2025: 18 ml's of air were injected into the tr band when it was applied, it then started leaking immediately. They removed the tr band, held pressure and then placed another tr band. The second tr band worked perfectly. The patient was fine/stable. There was no noticeable damage to the device.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . E3: occupation: purchasing. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. Based on the evaluation of the returned sample this report is now deemed not reportable. One tr band and inflator were returned to terumo medical corporation for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or inflator. There is 1ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. One tr band and inflator were returned for assessment. The sample was subjected to visual analysis and no damage or deformities were noted on the band or inflator. The sample was subjected to leak testing and the sample leaked at the check valve. Upon deconstruction of the check valve, a piece of foreign matter was found. The complaint can be confirmed for air leakage issues. The cause is foreign matter in the check valve. A corrective action was initiated for this issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).